Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer, reported the cause of therapy being off wasn't determined, and hadn't happened since two months ago. The patient turned therapy back on to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The rep reported that about two months ago the patient's therapy turned off twice as they were charging the ins. The patient's managing healthcare provider (hcp) reported this issue to the rep today. The hcp told the rep that the patient claimed that they called patient services two months ago but nobody called them back. Agent reviewed that patient services did not receive a phone call from the patient two months ago. Troubleshooting could not be performed because the rep was not with the patient. No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.